Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not received. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured: mw# 2210968-2023-03296, mw# 2210968-2023-03297 and mw# 2210968-2023-03299. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing primary total joint arthroplasty. 90-day complications has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: death 1. Periprosthetic infection 15. Venous thromboembolism 14. Wound dehiscence 4. Wound infection 20.